Manufacturer narrative:
(B)(6). Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a. The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported split cartridge tip after inserting pcboo intraocular lens (iol) into the patient's eye. Iol was implanted and patient's progress was uneventful. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 5/1/2018. Device evaluation: the pcb00a product was not returned in its original package. Visual inspection at 10x microscope magnification was performed: the plunger/pushrod was observed in advanced position. Presence of lubricant material was also observed on cartridge. Dent/distortions were observed at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The reported complaint as tip broken was not verified. However, tip deformed was identified on sample returned. Based on the investigation result, there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.